Event description:
When phaco machine was taken off cap vac - the machine main program came up on the screen, instead of going back to I/a mode. After using diathermy mode, the main program came up on the screen again. Pump would not go above 400 to shut down to diathermy mode to clean t-fitting at end of case.